Event description:
It was reported a patient was treated with a cortisone injection and pt 9 months post implantation due to shoulder stiffness and pain. All implants remain implanted. No revision is scheduled. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1 month postop: developed left elbow olecranon bursitis after l-shoulder surgery; resolved with cortisone injection 3 months later. Mild in severity (not calling out due to bursitis is related to elbow and not shoulder) cortisone injection administered in office, resolved symptoms by follow-up. 10 months postop: patient noted persistent l-shoulder stiffness during follow-up visits, receiving pt and deltoid injections for management. Ongoing as of last office visit. Mild in severity. Pt prescribed for shoulder stiffness; injections given for pain management. A definitive root cause cannot be determined. The event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.